Manufacturer narrative:
Investigation findings: this handpiece was received for evaluation and the reported problem of not functioning was confirmed. The on /off buttons were found inoperative. Further investigation found this handpiece has the potential to operate on its own related to pc board failure. A design change has been implemented for this failure mode. There are no reported injuries associated with this failure mode. Conmed linvatec will continue to monitor this product for failures.

Event description:
This shaver handpiece was returned for service with the report that it would not operate. There are no injuries or delays related to this event.